Event description:
I have type 2 diabetes using insulin and also using freestyle libre 3 sensor. I got wrong reading starting (B)(6) 2024. So I replace my freestyle libre 3 sensor and on (B)(6) 2024 I got the same problem. I checked my blood glucose on (B)(6) 2024 at 12:39am and my reading is 200 mg/dl but on my sensor I got lo reading. Ref report: mw5158419.